Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a robotic colectomy, an electrode sparked during use. The surgeon was buzzing the hemostat and the electrode had a bit of flame on the end. It happened outside the pt and there was no injury.